Event description:
I used the renu with moistureloc contact lens solution for 10/2005 to 04/2006. I developed eye infection that required antibiotics. Now my vision is damaged due to scoring. I also have severe light sensitivity and get frequent headaches due to the light and vision issues. Event did not abate after use stopped.